Event description:
It was reported that the patient complains of pain and soreness. She states that the problem has been there since the surgery but recently it's more noticable.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.